Event description:
This male pt with a history of hyperlipidemia, previous myocardial infarction, non insulin-dependent diabetes and previous smoking habit, was admitted to the hospital for elective angiography following a q-wave myocardial infarction (mi) (>7 days prior). The pt was asymptomatic at the time of admission with resting ECG changes. The pt was currently taking aspirin and beta-blockers. Cardiac enzymes on admission were within normal, with the exception of troponin, which was 2 times the upper limit of normal. Add'l laboratory tests conducted pre-procedure revealed a slightly elevated platelet count of 477,000/ l. Angiography revealed a 100%, total occlusion of the proximal through the mid right coronary artery (rca). The lesion was described as de novo, long (60mm), irregular, concentric, b2-type stenosis with thrombus present. The vessel was described as angulated (>45 and <90 degrees) and moderately tortuous in the proximal segment. Aspirin, a loading dose of clopidogrel (600 mg) and heparin were administered. Gpiibiiia inhibitors were not administered and acts were not measured during the procedure. A 7fr guiding catheter and unk ptca guidewire were used to access the vessel. The lesion was predilated with a 2.5x25mm balloon to a maximun inflation of 16 atms. A 3.5x33mm cypher select plus stent was positioned within the lesion and was deployed to 20 atms. An add'l 3.0x33 mm cypher select stent was then positioned in overlapping fashion to the first and was deployed to 22 atms. The end result was satisfactory with no dissection and timi iii flow throughout the stented segment. The stent was not post dilated. The pt was discharged the following day with prescriptions for permanent administration of aspirin, plavix, statins, ace inhibitors, and beta-blockers. Approximately two weeks later, the pt suffered a stroke and expired.

Manufacturer narrative:
Note: cypher select plus is not distributed in the us; however, it is similar to us distributed cypher product. This is one of two reports submitted for the same event. Please reference MFR. Report #'s: 9616099-2007-01844 and -01845.